Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently being evaluated by bbm laboratory in (B)(4). A follow up report will be provided after the evaluation results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): wrong amount - delivery inaccuracy.